Manufacturer narrative:
Visual inspection and functional analysis were performed on the returned device. The reported material damage was able to be confirmed, as there was an observed proximal tube break; however, the guidewire was not separated and remained in one piece. Based on the reported information and the investigation analysis, the cause for the reported damage (material separation) was due to operational context. The returned device was noted to be kinked and bent throughout the guidewire, especially in the region of the proximal tube break. The break is consistent with a stress fracture caused by repeated bending/straightening of the guidewire. The break was noted to have occurred outside the body, so it is likely that use or handling techniques (wiping or prepping for reinsertion) caused the guidewire break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x wireless could not connect to the system after the second examination because there was a separation on the proximal end of the guidewire. The separation occurred while outside the anatomy. The procedure was successfully completed with a new pressurewire x. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.